Event description:
First set of implants were placed in 2005. Had severe capsular contraction. Dr told me it was normal. Placed on singular for six months. I could not lift my hands above my head developed a rash under both arms and side of breasts. Dr acted like it was normal and made me come into the office during those six months to pop the crystals (is what I was told). Also, that if I had new implants he would use a different type and I was likely to not have the same issue. In 2006, I had new implants placed. By 2009 I started developing severe dizzy spells spent hours and lots money trying to figure out what was going on. Over the next six years, I developed thyroid nodules and had to have partial right lobe removal. The nodules were so bad I had a hard time swallowing. My thyroid levels have always been very normal and are still normal. The surgeon said that it looked like my thyroid was fighting something in my body. Over the next two years I have developed almost every breast implant illness symptoms. I had large knots under my armpits that are not showing cancer on mammogram. They pop up with a rash that covers the side of my breasts and under arms. I have gained 30 lbs which is the least of my issues. I have my explant scheduled (B)(6) 2019 and I can't wait to have my life back. These bags are toxic and have ruined the last 10 years of my life. My endocrinologist told me in (B)(6) 2018 that I had to get the implants out as soon as possible.